Manufacturer narrative:
The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The main keypad assembly was replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. It is possible that the user did not hold down the power button to turn on the device, which is required to power the device on. The customer will be provided further education for properly powering on the device. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. This issue is patient related; however there was no adverse patient outcome reported.